Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv100 device ruptured during filling. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report was initially submitted on august 21, 2010. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.